Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 187mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the displacement test and the test failed. During the call, the customer mentioned being hospitalized with diabetes ketoacidosis twice, a week apart and it happened two to three months ago. The customer was told by the doctor that she was getting too much insulin and dropped her bolus. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.